Manufacturer narrative:
Philips has investigated this complaint. Philips contacted the customer to acquire additional information regarding the clinical procedure and its completion, but the customer was unable to recall the information. The philips remote service engineer (rse) examined the system remotely and confirmed that the system could not perform fluoroscopy and advised to check ippc hard disk smart data status, ippc hardware, and software. The fse went onsite, reviewed the logs file and found image disk error. To resolve the issue, fse bypassed the image disk bay, reinstalled os and app for ippc. After this, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform exposures due to an image disk issue. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.